Event description:
Indication: chronic inflammatory demyelinating polyneuritis. Patient reported pump (serial number and expiration date not provided) is not working and it cannot be used to give privigen infusion. Patient has "missed two doses". No reported adverse event(s) resulted due to product issue. Unknown if device associated with event is available for return. No other information provided. Reported to (B)(6) by: patient/caregiver.